Event description:
It was reported that the pt experienced a change in parasthesia. A revision was performed. No pt injuries were reported from the event. Add'l info has been requested, but was not available as of the date of this report. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). The device is included in the medical device safety alert, titan anchor field action, physician communication ((B)(6) 2009).